Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and it passed. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. The receiver log was reviewed and no errors related to complaint were found. The reported event of no vibration was not confirmed. A root cause could not be determined.